Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system experienced a pressure failure during a procedure. There was no report of patient inquiry. A sorin group field service representative replaced the pressure module and returned the complained device to sorin group (B)(4) for investigation. Functional testing of the device confirmed the reported issue and identified the root cause to be that the pressure module did not have the appropriate firmware. The firmware was updated and flash was installed and subsequent testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s5 system experienced a pressure failure during a procedure. There was no report of patient inquiry. A sorin group field service representative was dispatched to the facility to investigate. It was discovered that the pressure module did not respond to the can bus. A new module was installed and functional checks and a test run did not identify any further issues. The unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system experienced a pressure failure during a procedure. There was no report of patient inquiry.

Manufacturer narrative:
The unique identifier (UDI) number provided in the initial report was incorrect. The correct UDI number is: (B)(4) the date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 10/28/2015.